Event description:
The event is reported as: complaint reported via medwatch: "nursing staff in the ICU reports that they were seeing problems with a piece on the ventilator cracking. No pt was harmed or had changes to their medical treatment plan". "When the cracked adapter was noted, rt was called to replace it. Upon discussion with the respiratory therapists, the universal cuff adapter is cracking" rt staff had seen this occur on patients who have various levels of humidity added to their vent settings". Pt current condition is fine.

Manufacturer narrative:
The device history report (DHR) have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be implemented due to the lack of product sample or a photo to perform a proper investigation and determine the root cause. The customer complaint was not confirmed due to the lack of product sample or a photo to perform a proper investigation and determine the root cause.